Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('laparoscopy (B)(6) 2014, total hysterectomy') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced general physical health deterioration ("essure has taken my health, my body and the ability to spend time playing with her children"), flatulence ("gas pain"), alopecia ("hairs falling out") and seborrhoea ("greasy hair"). The patient was treated with surgery (laparoscopy (B)(6) 2014, total hysterectomy). Essure was removed in november 2014. At the time of the report, the medical device removal, general physical health deterioration, flatulence, alopecia and seborrhoea outcome was unknown. The reporter considered alopecia, flatulence, general physical health deterioration, medical device removal and seborrhoea to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('laproscopy (B)(6) 2014, total hysterectomy') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced general physical health deterioration ("essure has taken my health, my body and the ability to spend time playing with her children"), flatulence ("gas pain"), alopecia ("hairs falling out") and seborrhoea ("greasy hair"). The patient was treated with surgery (laproscopy (B)(6) 2014, total hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the medical device removal, general physical health deterioration, flatulence, alopecia and seborrhoea outcome was unknown. The reporter considered alopecia, flatulence, general physical health deterioration, medical device removal and seborrhoea to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was provided for further technical investigation. The technical assessment concluded ¿unconfirmed quality defect¿. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received- reporter information was added. Event added as medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.